Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that the surgeon was not able to thread two drill guides into the locking hole of the plate during an open reduction internal fixation (orif) of the foot on (B)(6) 2017. The guides were then tried in other plates from the same module and the same problem occurred. It was noted the issues occurred before use on the patient. There was a five (5) minute surgical delay. The surgery was completed with a similar device. Concomitant devices reported: plates (part number unknown, lot number unknown, quantity unknown). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part # 323.034, lot #l211199: manufacturing location: (B)(4), manufacturing date: 01.dec.2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.